Manufacturer narrative:
The field service engineer (fse) noted the system had substrate dispense failure. The fse replaced the substrate valve and verified the substrate bubble detector sensor voltage. The fse completed system check and tested all controls. On (B)(4) 2009, the fse performed high sensitivity (hs) system check foam/no foam tests to verify system hardware. Foam test failed. The fse checked alignments for sample probe and all reagent probes to wash station and to reagent carriages. The fse retested foam/no foam tests successfully. The unit conformed to the MFR's specs. Fibrin clot. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer reported elevated ov-monitor (ca 125 antigen) result, above normal reference interval, for one pt, involving unicel dxi 800 access immunoassay system. The customer inspected the sample and discovered a visible fibrin clot. The customer removed the clot and subsequent testing produced results within the normal reference range. The elevated result was not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.